Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. Heparin was administered and the activated clotting time (act): 300 seconds. During procedure the device was not completely retracted but there was difficulty implanting the device. Post procedure, the patient developed a cough and angina, an echocardiogram was performed revealing a mild pericardial effusion with no tamponade. Patient was hemodynamically stable. Colchicine was started and the patient was admitted for overnight observation. The pericardial effusion resolved. On (B)(6) 2024, the patient presented to the emergency department with palpitations, dyspnea, and angina. An electrocardiogram (EKG) was performed revealing atrial fibrillation with rapid ventricular rate. Intravenous diltiazem was provided and the patient was admitted for observation. The issue resolved on 11 march 2024.

Manufacturer narrative:
An event of mild pericardial effusion with no tamponade, palpitations, dyspnea, angina, atrial fibrillation with rapid ventricular rate was reported. The event was reported to be resolved through medication. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6). - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. Heparin was administered and the activated clotting time (act): 300 seconds. During procedure the device was not completely retracted but there was difficulty implanting the device. Post procedure, the patient developed a cough and angina. An echocardiogram was performed revealing a mild pericardial effusion with no tamponade. Patient was hemodynamically stable. Colchicine was started and the patient was admitted for overnight observation. The pericardial effusion resolved. On (B)(6) 2024, the patient presented to the emergency department with palpitations, dyspnea, and angina. An electrocardiogram (EKG) was performed revealing atrial fibrillation with rapid ventricular rate. Intravenous diltiazem was provided and the patient was admitted for observation. The issue resolved on (B)(6) 2024.